Event description:
Patient tested for pregnancy with a home test x2. Both tests negative. Patient was vomiting + had amenorrhea. Patient's tested x2 with clearview hcg. Both results were positive. Next day patient had serum hcg test. Her serum hcg concentration was <2 miu/ml. Prescribed antisickness medication.